Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Patient's legal representative reported "capsular fibrosis", "turbid brown seroma", "chest pain", "implant had burst, causing inflammation in the surrounding tissue. During explantation, considerable additional tissue had to be removed" and "suspected bia-alcl (alk positive), capsular contracture (baker grade unknown), seroma and device rupture". This record is for the right side. Device was explanted was not replaced and will not be returned.

Event description:
Patient's legal representative reported "capsular fibrosis", "turbid brown seroma", "chest pain", "implant had burst, causing inflammation in the surrounding tissue. During explantation, considerable additional tissue had to be removed" and "suspected bia-alcl (alk positive), capsular contracture (baker grade unknown), seroma and device rupture". This record is for the right side. Device was explanted was not replaced and will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarification to d6a: implant date was reported as 2016 calcification to b3: date of occurrence was reported as beginning of 2025 the events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture, baker grade unknown

Event description:
Patient's legal representative reported "capsular fibrosis", "turbid brown seroma", "chest pain", "implant had burst, causing inflammation in the surrounding tissue. During explantation, considerable additional tissue had to be removed" and "suspected bia-alcl (alk positive), capsular contracture (baker grade unknown), seroma and device rupture". This record is for the right side. Device was explanted was not replaced and will not be returned.